Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 49 mg/dl, and the caregiver administered oral carbohydrates including glucose tablets. The caregiver was advised that the ilet would suspend insulin delivery during the low, and subsequent blood glucose was 140 mg/dl. Investigation included review of device-reported behavior and user education. Investigation of this case revealed that the device suspended insulin delivery during hypoglycemia as designed. No symptoms associated with hypoglycemia. Outcomes included resolution of the low after oral carbohydrate treatment without hospitalization. It was concluded that the event was hypoglycemia with cause unclear, with appropriate device response and successful self-treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.